Event description:
During the device evaluation, it was found that the bronchovideoscope had corrosion on the forceps channel port. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it's likely the corrosion occurred due to a degradation problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.